Event description:
It was reported the camera head occasionally has streaks in the image. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name shortened from (B)(6) hospital to (B)(6). E1: facility address shortened from (B)(6) to (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11 corrected fields: d4 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the broken cable sheath causes occasional horizontal stripes in the image. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.